Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/04/2025, a sales representative reported via (B)(4) that an ar-13991n surefire¿ scorpion¿ needle tip fractured. This occurred during a mini-open rotator cuff repair surgery when the tip of the scorpion¿ needle fractured, and the surgical team was unable to determine whether the fragment remained inside the patient or was expelled externally. The facility conducted an initial radiographic assessment using standard x-ray imaging, which did not reveal any metallic fragments in the patient's shoulder. However, the team proceeded with a flat plate x-ray, for which results were still pending at the time of this report. There was an extended anesthesia duration due to the additional intraoperative assessment performed to evaluate the potential presence of a retained fragment. The customer did not report any further patient complications, adverse reactions, or procedural deviations aside from the increased operative time. There were no additional medical interventions were deemed necessary by the surgical team at this time.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error. Per dfu-0392-sub, to help avoid needle breakage and potential patient injury: do not re-sterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.